Event description:
It was reported that the patient presented with this inflatable penile prosthesis (ipp) that was no longer working as intended. The physician found the tubing above the pump was sliced and a fluid leak was identified. The ipp was replaced. There were no patient complications reported.